Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having th-l3 percutane ous vertebroplasty for primary osteoporosis (compression fracture). It was reported that cement hardened in 4 minutes after starting to create the cement and could not be refilled with the second bfd. Since only a small amount was scheduled to be filled, a new cement mixer was opened, and the remaining bfd was used to complete the operation. Cement was mixed for 30 seconds and there was a procedural delay of less than 60 mins. There were no patient symptoms reported. There were no further complications reported regarding the event.